Event description:
Customer reported the x-ray beam overshoots and source to image distance (sid) ratio is 4.7%. Tolerance is less than 3%. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and performed a collimator calibration which brought the source to image distance ratio to less than 2%, which is within tolerance, and replaced the hard drive to correct a lock up problem discovered during evaluation. System operates as intended.